Event description:
Event verbatim [preferred term] burning blister of 7cm [burns second degree] , attached the adhesive to her body. She didn't check her skin while wearing the product [device use error] , she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb [hypoaesthesia] , there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid [discomfort] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 66-year-old female patient (not pregnant and not post-menopaused) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from 26oct2018 to 26oct2018 only once for 5 to 6 hours for neck pain. Lot number was not available. The patient medical history included dry skin, high blood pressure and allergy. Concomitant medications included losartan potassium (cozaar) 50 mg once a day for high blood pressure and cetirizine 5 mg once a day for allergy. The patient used thermacare heatwrap previously, once last year (2017) and did not experience the same problem/symptom below during previous use. The patient previously used hot water bottle for pain relief around 1980 (single use each time) and did not experience any problem. In the morning of 26oct2018, the patient had neck pain and her husband applied the thermacare patch around 11h. Around 16h, the corners of the patch were getting loose and the husband removed the patch. Approximately 15 minutes later, the patient touched her shoulder and felt that there was something abnormal, it was not painful but there was a big burn blister of more or less 7cm with a few little blisters around. This was immediately treated with flamigel and a melolin compres. On the 3 following days (27oct2018, 28oct2018 and 29oct2018), this treatment was repeated twice a day. Because it wasn't getting better, the patient went to her doctor on 29oct2018 in the evening, he cleaned and healed the wound, put a silicone patch on it and a compress. He prescribed flaminal hydro, more compresses and flamirins. A nurse came during 10 days to heal the wound. At the time the patient reported this event to the store (on 03nov2018), so more than a week after the onset date of the event, the wound was still not closed. Fortunately, it did not hurt so much but the patient was afraid to get durt in it and so she did not dare to shower. As of 20nov2018, the patient was treated only with cicalfate from avene and the injury had well healed at the time of reporting. As of 07dec2018, the patient reported that it did not hurt at all, neither during the wearing of the patch nor during the care of the burn. On the contrary, she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb. There was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid. The patient was not followed by a physician for any medical condition. The patient did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty with feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation and neuropathy.the patient had a medium skin tone (neither light nor dark). The patient did not have a sensitive skin and no abnormal skin conditions but had a dry skin. The color of the box of thermacare neck, shoulder & wrist the patient purchased was red. None of the product was remaining. The patient used thermacare only once for 5 to 6 hours. While the patient was wearing thermacare, she attached the adhesive to her body. The patient was not doing exercises while using the product (for example, running, bicycling). She didn't check her skin while wearing the product. The patient did not read the usage instructions of thermacare before she used the product, because she used it before. At the time of reporting, all the problems/symptoms were resolved but she was still using cicalfat ointment against scars. The patient has consulted a healthcare professional for the problems/symptoms. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on 26oct2018. The outcome of the event "burning blister of 7cm" was resolved in nov2018. The outcome of "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb" was resolved in 2018. The outcome of "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" was resolved in 2018. The outcome of scar was not resolved. The outcome of other event was unknown.additional information has been requested and will be provided as it becomes available.follow-up (20nov2018): new information received from a contactable consumer via quality complaints group includes: updated event stop date, outcome and treatment information. The hour of the application of the patch was around 11h and of the removal of the patch was updated to around 16h. Deleted event "around 17h, the corners of the patch were getting loose and the husband removed the patch".follow-up (07dec2018):new information received from a contactable consumer includes: patient age, device frequency, medical history, concomitant medications, past drug, added new events "attached the adhesive to her body. She didn't check her skin while wearing the product", "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb", "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" and scar.company clinical evaluation commentbased on the information provided, the events of "burn second degree" 'device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events of "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb", "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" and "scar" are non-serious. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn second degree" 'device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events of "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb", "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" and "scar" are non-serious. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category was non-assignable (complaint not confirmed). The product effect might vary with each individual. Our manufacturing operations employed quality control procedures which included in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There was not a trend identified for the subclass of adverse event safety request for investigation for nsw 8 hour and nsw 12 hour products.

Event description:
Event verbatim [preferred term] burning blister of 7cm [burns second degree] , attached the adhesive to her body. She didn't check her skin while wearing the product [device use error] , she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb [hypoaesthesia] , there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid [discomfort] , scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer. A 66-year-old female patient (not pregnant and not post-menopaused) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2018 to (B)(6) 2018 only once for 5 to 6 hours for neck pain. Lot number was not available. The patient medical history included dry skin, ongoing high blood pressure and ongoing allergy. Concomitant medications included losartan potassium (cozaar) 50 mg once a day for high blood pressure and cetirizine 5 mg once a day for allergy. The patient previously used thermacare heatwraps once last year (2017) and did not experience the same problem/symptom below during previous use. The patient previously used hot water bottle for pain relief around 1980 (single use each time) and did not experience any problem. In the morning of (B)(6) 2018, the patient had neck pain and her husband applied the thermacare patch around 11h. Around 16h, the corners of the patch were getting loose and the husband removed the patch. Approximately 15 minutes later, the patient touched her shoulder and felt that there was something abnormal, it was not painful but there was a big burn blister of more or less 7cm with a few little blisters around. This was immediately treated with flamigel and a melolin compress. On the 3 following days ((B)(6) 2018), this treatment was repeated twice a day. Because it wasn't getting better, the patient went to her doctor on (B)(6) 2018 in the evening, he cleaned and healed the wound, put a silicone patch on it and a compress. He prescribed flaminal hydro, more compresses and flamirins. A nurse came during 10 days to heal the wound. At the time the patient reported this event to the store (on (B)(6) 2018), so more than a week after the onset date of the event, the wound was still not closed. Fortunately, it did not hurt so much but the patient was afraid to get dirt in it and so she did not dare to shower. As of (B)(6) 2018, the patient was treated only with cicalfate from avenue and the injury had well healed at the time of reporting. As of (B)(6) 2018, the patient reported that it did not hurt at all, neither during the wearing of the patch nor during the care of the burn. On the contrary, she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb in 2018. There was only an uncomfortable feeling in 2018 and during the night she woke up because her night cloth was wet with the wound fluid. The patient was not followed by a physician for any medical condition. The patient did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty with feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation and neuropathy. The patient had a medium skin tone (neither light nor dark). The patient did not have a sensitive skin and no abnormal skin conditions but had a dry skin. The color of the box of thermacare neck, shoulder & wrist the patient purchased was red. None of the product was remaining. The patient used thermacare only once for 5 to 6 hours. While the patient was wearing thermacare around 11h on (B)(6) 2018, she attached the adhesive to her body. The patient was not doing exercises while using the product (for example, running, bicycling). She didn't check her skin while wearing the product. The patient did not read the usage instructions of thermacare before she used the product, because she used it before. At the time of reporting, all the problems/symptoms were resolved but she was still using cicalfat ointment against scars in 2018. The patient had consulted a healthcare professional for the problems/symptoms. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event "burning blister of 7cm" was resolved in (B)(6) 2018. The outcome of "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb" was resolved in 2018. The outcome of "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" was resolved in 2018. The outcome of scar was not resolved. The outcome of other event was unknown. As of 10jan2019, according to the product quality complaint group: the root cause category was non-assignable (complaint not confirmed). The product effect might vary with each individual. Our manufacturing operations employed quality control procedures which included in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There was not a trend identified for the subclass of adverse event safety request for investigation for nsw 8 hour and nsw 12 hour products. Follow-up (20nov2018): new information received from a contactable consumer via quality complaints group includes: updated event stop date, outcome and treatment information. The hour of the application of the patch was around 11h and of the removal of the patch was updated to around 16h. Deleted event "around 17h, the corners of the patch were getting loose and the husband removed the patch". Follow-up (07dec2018): new information received from a contactable consumer includes: patient age, device frequency, medical history, concomitant medications, past drug, added new events "attached the adhesive to her body. She didn't check her skin while wearing the product", "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb", "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" and scar. Follow-up (10jan2019): new information received from the product quality complaint group includes investigational results. Comment: based on the information provided, the events of "burn second degree" 'device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events of "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb", "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category was non-assignable (complaint not confirmed). The product effect might vary with each individual. Our manufacturing operations employed quality control procedures which included in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There was not a trend identified for the subclass of adverse event safety request for investigation for nsw 8 hour and nsw 12 hour products.

Event description:
Event verbatim [preferred term] burning blister of 7cm [burns second degree] , attached the adhesive to her body. She didn't check her skin while wearing the product [device use error] , she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb [hypoaesthesia] , there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid [discomfort] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 66-year-old female patient (not pregnant and not post-menopaused) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via topical use (B)(6) 2018 only once for 5 to 6 hours for neck pain and muscle pain. Lot number was not available. The patient medical history included dry skin, ongoing high blood pressure and ongoing allergy. Concomitant medications included losartan potassium (cozaar) 50 mg once a day for high blood pressure and cetirizine 5 mg once a day for allergy. The patient previously used thermacare heatwraps once last year (2017) and did not experience the same problem/symptom below during previous use. The patient previously used hot water bottle for pain relief around 1980 (single use each time) and did not experience any problem. In the morning of (B)(6) 2018, the patient had neck pain and her husband applied the thermacare patch around 11h. Around 16h, the corners of the patch were getting loose and the husband removed the patch. Approximately 15 minutes later, the patient touched her shoulder and felt that there was something abnormal, it was not painful but there was a big burn blister of more or less 7cm with a few little blisters around. This was immediately treated with flamigel and a melolin compres. On the 3 following days (B)(6) 2018 this treatment was repeated twice a day. Because it wasn't getting better, the patient went to her doctor on (B)(6) 2018 in the evening, he cleaned and healed the wound, put a silicone patch on it and a compress. He prescribed flaminal hydro, more compresses and flamirins. A nurse came during 10 days to heal the wound. At the time the patient reported this event to the store (on (B)(6) 2018so more than a week after the onset date of the event, the wound was still not closed. Fortunately, it did not hurt so much but the patient was afraid to get durt in it and so she did not dare to shower. As of 20nov2018, the patient was treated only with cicalfate from avene and the injury had well healed at the time of reporting. As of (B)(6) 2018, the patient reported that it did not hurt at all, neither during the wearing of the patch nor during the care of the burn. On the contrary, she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb in 2018. There was only an uncomfortable feeling in 2018 and during the night she woke up because her night cloth was wet with the wound fluid. The patient was not followed by a physician for any medical condition. The patient did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty with feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation and neuropathy. The patient had a medium skin tone (neither light nor dark). The patient did not have a sensitive skin and no abnormal skin conditions but had a dry skin. The color of the box of thermacare neck, shoulder & wrist the patient purchased was red. None of the product was remaining. The patient used thermacare only once for 5 to 6 hours. While the patient was wearing thermacare around 11h on 26oct2018, she attached the adhesive to her body. The patient was not doing exercises while using the product (for example, running, bicycling). She didn't check her skin while wearing the product. The patient did not read the usage instructions of thermacare before she used the product, because she used it before. At the time of reporting, all the problems/symptoms were resolved but she was still using cicalfat ointment against scars in 2018. The patient had consulted a healthcare professional for the problems/symptoms. As of (B)(6) 2019, the physician clarified that she was a replacement in the practice where the patient had her general physician. The physician had no access to the patient's file anymore. The patient received the thermacare heatwrap for neck pain and muscle pain for topical use. The patient was treated for the events by local treatment of the burn. It was not known by the physician if there was a change in the product in response to the adverse events. Current status of the patient was unknown. The physician considered the events as related to thermacare heatwrap as the burn was exactly at the place where the patch was. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event "burning blister of 7cm" was resolved in nov2018. The outcome of "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb" was resolved in 2018. The outcome of "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" was resolved in 2018. The outcome of scar was not resolved. The outcome of other event was unknown. As of (B)(6) 2019, according to the product quality complaint group: the root cause category was non-assignable (complaint not confirmed). The product effect might vary with each individual. Our manufacturing operations employed quality control procedures which included in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There was not a trend identified for the subclass of adverse event safety request for investigation for nsw 8 hour and nsw 12 hour products. Follow-up (20nov2018): new information received from a contactable consumer via quality complaints group includes: updated event stop date, outcome and treatment information. The hour of the application of the patch was around 11h and of the removal of the patch was updated to around 16h. Deleted event "around 17h, the corners of the patch were getting loose and the husband removed the patch". Follow-up (07dec2018): new information received from a contactable consumer includes: patient age, device frequency, medical history, concomitant medications, past drug, added new events "attached the adhesive to her body. She didn't check her skin while wearing the product", "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb", "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" and scar. Follow-up (10jan2019): new information received from the product quality complaint group includes investigational results. Follow-up (20mar2019): new information received from a contactable physician included: suspect product data (route, indication), causality assessment., comment: based on the information provided, the events of "burn second degree" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events of "she did not even feel whether the hands of the person who cared for her were cold or warm, rather numb", "there was only an uncomfortable feeling and during the night she woke up because her night cloth was wet with the wound fluid" and "scar" are non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burning blister of 7cm [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. An adult female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2018 for neck pain. Lot number was not available. The patient medical history was not reported and concomitant medications were not reported. In the morning of (B)(6) 2018, the patient had neck pain and her husband applied the thermacare patch around 11h. Around 16h, the corners of the patch were getting loose and the husband removed the patch. Approximately 15 minutes later, the patient touched her shoulder and felt that there was something abnormal, it was not painful but there was a big burn blister of more or less 7cm with a few little blisters around. This was immediately treated with flamigel and a melolin compres. On the 3 following days ((B)(6)2018, (B)(6)2018 and (B)(6)2018), this treatment was repeated twice a day. Because it wasn't getting better, the patient went to her doctor on (B)(6) 2018 in the evening, he cleaned and healed the wound, put a silicone patch on it and a compress. He prescribed flaminal hydro, more compresses and flamirins. A nurse came during 10 days to heal the wound. At the time the patient reported this event to the store (on (B)(6)2018), so more than a week after the onset date of the event, the wound was still not closed. Fortunately, it did not hurt so much but the patient was afraid to get durt in it and so she did not dare to shower. Upon follow up on (B)(6)2018, the patient was treated only with cicalfate from avene and the injury had well healed at the time of reporting. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was resolved in (B)(6)2018. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6)2018): new information received from a contactable consumer via quality complaints group includes: updated event stop date, outcome and treatment information. The hour of the application of the patch was around 11h and of the removal of the patch was updated to around 16h. Deleted event "around 17h, the corners of the patch were getting loose and the husband removed the patch". Company clinical evaluation comment based on the information provided, the events of "burn second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burning blister of 7cm [burns second degree] , around 17h, the corners of the patch were getting loose and the husband removed the patch [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. An adult female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2018 in the morning at unknown dose for neck pain. The patient medical history was not reported and concomitant medications were not reported. In the morning of (B)(6) 2018, the patient had neck pain and her husband applied the thermacare patch. Around 17h, the corners of the patch were getting loose and the husband removed the patch. Approximately 15 minutes later, the patient touched her shoulder and felt that there was something abnormal, it was not painful but there was a big burn blister of more or less 7cm with a few little blisters around. This was immediately treated with flamigel and a melolin compress. On the 3 following days ((B)(6) 2018), this treatment was repeated twice a day. Because it wasn't getting better, the patient went to her doctor on (B)(6) 2018 in the evening, he cleaned and healed the wound, put a silicone patch on it and a compress. He prescribed flaminal hydro, more compresses and flamirins. A nurse came during 10 days to heal the wound. At the time the patient reported this event to the store (on (B)(6) 2018), so more than a week after the onset date of the event, the wound was still not closed. Fortunately, it did not hurt so much but the patient was afraid to get durt in it and so she did not dare to shower. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn second degree" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn second degree" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.